Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and chronic low back pain. Caller reports the pt said the ins was removed within a year of it being implanted as the therapy "was not giving him any relief". Caller reports the lead is still implanted.